Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that charging issue was observed on the implantable pulse generator which requires more frequent charging daily. Patient is receiving stimulation in the correct anatomical locations with no malfunction issues on the leads. Device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.